Manufacturer narrative:
Due to character limitation in e1: full event site name: (B)(6). Full event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during routine check that the cs300 intra aortic balloon pump was not working on battery. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, component code, conclusion), h11. A getinge field service engineer was dispatched to evaluate the unit. The confirmed the reported failure. The battery was confirmed to be expired. The fse replaced both batteries. The machine was working on battery power. The fse performed all functional tests successfully. The machine was handed to the customer in working condition.